Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station drawer was failed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station drawer was failed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the cubie drawer 5-2 failed. A field service engineer (fse) reseated the ribbon cables and tested the drawer, but issue still persists. Later fse logged into the hardware test application to remove all cubie pockets. During this process, the fse found that drawer 5.2 was pulling out too far, which may have contributed to the random pocket failures. The station was shut down, and the cubie drawer assembly was replaced. All cubie pockets were reinstalled, the station was rebooted, and the drawer was configured, confirming the issue was resolved. The system functioned as intended after the field service engineer repaired the device.